Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer attempted to change the insulin pump's battery three times and on the last try she was able to get the insulin pump to turn on. The insulin pump had a crack on the display and the bottom portion of the insulin pump near the label was loose. The insulin pump was dropped over several years. Customer's blood glucose level was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.